Event description:
This german patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017. On (B)(6) 2018, patient received an injection of avastin and healon in the anterior chamber of the implanted eye. On (B)(6) 2018, patient underwent an anterior chamber washout in the implanted eye and received an intracameral and intravitreal injection of avastin and an intracameral injection of healon. On (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil, and received an injection of healon and avastin in the anterior chamber of the implanted eye. On (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil. Patient continues to experience hypotony and has been diagnosed with hyphema as well. New information: on (B)(6) 2019, patient underwent an anterior chamber washout and pars plana vitrectomy with injection of oil. Patient also received an injection of avastin in the implanted eye. Patient was followed up in the clinic in (B)(6) 2019. At the last visit, intraocular pressure in the implanted eye was noted to be 3 mmhg and anterior chamber appeared to be unchanged. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# initial report. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This german patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. On (B)(6) 2018, patient received an injection of avastin and healon in the anterior chamber of the implanted eye. On (B)(6) 2018, patient underwent an anterior chamber washout in the implanted eye and received an intracameral and intravitreal injection of avastin and an intracameral injection of healon. On (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil, and received an injection of healon and avastin in the anterior chamber of the implanted eye. On (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil. New information: patient was seen in the clinic for several follow-up visits between (B)(6) 2018 and (B)(6) 2019. Patient continues to experience hypotony and has been diagnosed with hyphema as well. On (B)(6) 2019, it was reported that surgical intervention has been scheduled for (B)(6) 2019. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00011. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
This event represents a follow-up report to initial MDR# . All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This german patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017. On (B)(6) 2018, patient received an injection of avastin and healon in the anterior chamber of the implanted eye. New information: on (B)(6) 2018, the intraocular pressure (iop) in the patient's implanted eye was 4 mmhg. On (B)(6) 2018, patient was diagnosed with hyphema. On (B)(6) 2018, patient was hospitalized and underwent an anterior chamber washout in the implanted eye on (B)(6) 2018. Patient also received an intracameral and intravitreal injection of avastin and an intracameral injection of healon on (B)(6) 2018. On (B)(6) 2018, patient was discharged. Patient's iop in implanted eye was 4 mmhg and no hyphema was present. On (B)(6) 2018, patient's iop in implanted eye was 7 mmhg. Patient was found to have a red eye, iris hyperemia, descemet folds and blood in cornea. There was no defect or malfunction of the device associated with this event.

Event description:
This german patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017. On (B)(6) 2018, patient received an injection of avastin and healon in the anterior chamber of the implanted eye. On (B)(6) 2018, patient underwent an anterior chamber washout in the implanted eye and received an intracameral and intravitreal injection of avastin and an intracameral injection of healon. New information: on (B)(6) 2018, patient reported pain and a tearing and burning sensation in the implanted eye. Intraocular pressure (iop) in the implanted eye was 3 mmhg, and patient was found to have an irritated conjunctiva, blood in cornea and in the anterior chamber. Patient was prescribed anti-inflammatory medication. Patient was seen on (B)(6) 2018 during which iop was still low. Patient reported photophobia but no pain. On (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil, and received an injection of healon and avastin in the anterior chamber of the implanted eye. The patient's iop after the intervention was 7 mmhg. Patient was prescribed antibiotic eye ointment. On (B)(6) 2018, patient's iop was 7 mmhg. Patient continues to have descemet folds and blood in the anterior chamber. Patient is on prescribed anti-inflammatory medication. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to the initial MDR# . All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00011. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This german patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. On (B)(6) 2018, patient received an injection of avastin and healon in the anterior chamber of the implanted eye. On (B)(6) 2018, patient underwent an anterior chamber washout in the implanted eye and received an intracameral and intravitreal injection of avastin and an intracameral injection of healon. On (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil, and received an injection of healon and avastin in the anterior chamber of the implanted eye. New information: on (B)(6) 2018, patient underwent pars plana vitrectomy with injection of oil. On (B)(6) 2018, intraocular pressure in the patient's implanted eye was 14 mmhg. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00011. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This (B)(6) patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. New information: the intraocular pressure (iop) in the patient's implanted eye was 9 mmhg and 6 mmhg on (B)(6) 2018 and (B)(6) 2018, respectively. Patient was hospitalized on (B)(6) 2018 and received an injection of avastin and healon in the anterior chamber. Patient was discharged on (B)(6) 2018. Patient's iop was reported to be 8 mmhg on (B)(6) 2018. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00011. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This (B)(6) patient was diagnosed with rubeosis iridis and hypotony in the implanted eye, and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017 and (B)(6) 2017. New information: on (B)(6) 2017, the intraocular pressure (iop) in the patient's implanted eye was 4 mmhg. On (B)(6) 2017, the patient was hospitalized, and received an intravitreal and an intracameral injection of avastin. Patient was discharged on (B)(6) 2017. Patient's iop is improving, but continues to be low. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This event represents a follow-up report to MDR# 3004081696-2017-00011. All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This (B)(6) patient was diagnosed with rubeosis iridis and hypotony in the implanted eye and received an intravitreal and an intracameral injection of avastin on (B)(6) 2017. New information: on (B)(6) 2017, the intraocular pressure (iop) in the patient's implanted eye was 7 mmhg. On (B)(6) 2017, the patient was hospitalized and received an injection of avastin and healon in the anterior chamber. Patient was discharged on (B)(6) 2017. Patient's iop is improving and was reported to be 14 mmhg on (B)(6) 2017. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with an argus ii device on (B)(6) 2012. On (B)(6) 2017, this patient was diagnosed with rubeosis iridis and hypotony in the implanted eye. On (B)(6) 2017, the patient received an intravitreal and an intracameral injection of avastin. The patient was followed up at the hospital and clinic at regular intervals following the injection. On (B)(6) 2017, the surgeon reported that patient had a soft eye, and decided to repeat the avastin injection. On (B)(6) 2017, the patient received a second dose of an intravitreal and an intracameral injection of avastin. On (B)(6) 2017, intraocular pressure in the patient's implanted eye was 9 mmhg. There was no defect or malfunction of the device associated with this event.